Event description:
It was reported that the customer experienced a low blood glucose (bg) level that was displayed as "low", although a specific value was not provided. Suspected cause was due to the customer¿s settings requiring adjustments. Customer had not addressed bg at the time of troubleshooting. Customer updated their pump settings to address the event.